Event description:
Reportedly, the surgeon applied a 30mm, "mfta" to the distal colon, upon firing the instrument, staples were malformed. Surgeon was able to place the "eea" and fire the "eea" salvaging the low anterior anastomosis. Surgeon inflated colon and tested for anastomotic leak. Surgeon stated there were no leaks. Surgeon proceeded out of caution with an ileostomy.